Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v475917, implanted: (B)(6) 2010, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The lead ¿popped out¿ and she could feel it move when she bent over and stood up. Coinciding with the lead moving the patient noticed she did not feel stimulation as much. Initially she said she felt stimulation in the spine but clarified the lead was moving at her spine. Stimulation was also in the wrong location when stimulation changed from the left labia to the right bicycle seat area. The patient also sometimes couldn¿t go to the bathroom. She had to bear down to go pee. The patient went back and forth during the call about where she felt stimulation and not feeling stimulation. In the end the patient connect the programmer and increased stimulation from 1.3v to 1.4v and reported she felt stimulation in the correct area. When the patient was asked if she had any falls, the patient responded by saying she had severe epilepsy, had blackouts and would stop breathing. The patient also had memory loss due to severe epilepsy from a pit-bull attacking and eating part of her face. The issues of lead moving, no stimulation, stimulation in the wrong location, and not being able to go to the bathroom started about a month ago in 2016. The issues started following falls and lead movement. Having to bear down to pee happened on and off, however it was a pre-existing symptom. She bore down so much that she had to get her uterus ¿pulled up.¿ now the patient felt this bearing down again and it was a return of pre-existing symptom. The patient was scheduled to see the doctor next wednesday. She was also going to have some dental procedures done at the end of the month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient stated in 2017 in (B)(6) or (B)(6) the patient fell down a flight of stairs as they had a seizure (unrelated). They landed on the lower bottom part of the back right in between their spine and did something to the stimulator where the lead in the upper part of their back it is a very large tube that flips back and forth. When they landed on their spine area that is what popped out. The patient stated that it is visible under the skin and the patient can move it. The patient reported a change in therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.